Manufacturer narrative:
A getinge field service engineer (fse) evaluated and operated unit with balloon with few hours. Then he connected with patient simulator to unit, which screen reading displayed tallied to simulator setting readings. Device passed all manifold tests. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pressure reading on unit screen did not match to bed monitor reading. The user swapped with another iabp. There was no patient injury reported.